Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump was not tracking the bolus history. Customer's blood glucose level at the time 133 mg/dl. Troubleshooting occurred. Advised to monitor the insulin pump.